Event description:
It was reported that there was a merlin net alert that was delivered for high rv lead impedance measurement. The rv daily impedance measurement was out-of-range, the pt would be scheduled for an in-clinic device check. The device remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.